Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient's 1st metatarsal fusion plate broke and the patient complained about hardware. All plate screws and lag screw were still in place. Hardware was removed, revised and replaced with competitive product.

Manufacturer narrative:
The device was returned. The plate is fractured. The fracture features suggest that the fracture initiated at the laser markings and propagated through the cross section until complete separation occurred.